Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was not loaded into the delivery device, making it unusable, so a new hsk-3038 was opened and the surgery was completed without incident. There were no health problems for the patient. There were no procedural delays.

Manufacturer narrative:
Trackwise (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11 the device was returned to the factory for evaluation on 04/30/2025. An investigation was conducted on 05/07/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Only the delivery device with the seal and tension spring assembly were returned for evaluation. The seal and tension spring assembly were outside the delivery device. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000405699 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a